Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During a service visit opened for the event the field service engineer exchanged the homogenizer, 1st and 2nd deflector, lens, beam splitter, and main deflector. It is stated that the event could neither be reproduced nor confirmed. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows ten successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check. The measured energy was stable. During the preparation of the treatment the warning message ¿patient bed position undefined. Check bed position and selected eye.¿ appeared. It is not possible to see whether user corrected patient bed position or not in logfile. The logfiles show that the reported treatment of left eye was interrupted eleven times. The treatment was finally aborted by the user. Four four six six shots were requested, three one three nine shots were fired before the treatment was cancelled. After the treatment the customer repeated the energy check twice. Both energy checks were finished unsuccessfully. The customer than performed a gas change subsequent to the energy checks. The gas change was finished successfully, and a new energy check was performed, however again it was unsuccessful. No further treatments were performed on this day. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No complaint related product has returned for investigation. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported the procedure was interrupted due to laser head energy of the system was too high in the left eye of the patient during refractive surgery.